Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's parent reported that the customer was having elevated blood glucose (bg) levels, and that the customer's bgs could not be lowered any further than 320 mg/dl through bolusing with insulin. The customer's parents took her to the doctor's office for advice. The doctor advised them to remove the pod and put on a new one. When pod was removed, it was noticed that the site area was red and bumpy. The customer was given a manual rejection of insulin and a new pod was activated. Three days passed and the site had not healed. The customer had a fever and was taken to the doctor who prescribed antibiotics.